Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported mitral regurgitation (mr) was due to the progression of disease. The reported mr as listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. The next day, the patient¿s mr increased to 2+. On (B)(6) 2022, the patient presented with severe mr due to disease progression. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. On (B)(6) 2022, a second mitraclip procedure was performed. Two clips were implanted, reducing the mr from 4 to 1-2. No additional information was provided.